Event description:
It was reported catheter luer type connector leaks water while replaces different brands of connectors. And also leaks when connected to a syringe. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1283 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy1283) have been reported by the same facility in china.